Event description:
The catheter was noted to be leaking from a small pinprick sized hole, sited just under the skin, but distal to the cuff. It was inaccessible for repair so the catheter was removed. There had not been any note of recent trauma or any incident that may have caused the problem. There was no reported injury to the patient.